Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Additional information:(event site telephone:+(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit revealed that helium leaked too quickly. A getinge field service engineer (fse) inspected the unit and found that helium leaked too quickly, and the fault was determined to be a leak in the high-pressure helium regulating valve. The high-pressure helium regulating valve was replaced and the fault was restored. All performance tests of the equipment have been passed according to factory requirements and delivered for clinical use. There was no patient involvement.

Event description:
It was reported during a routine inspection of the cardiosave intra-aortic balloon pump (iabp) equipment revealed that helium leaked too quickly. Engineers were notified by phone for maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection of the cardiosave intra-aortic balloon pump (iabp) equipment revealed that helium leaked too quickly. Engineers were notified by phone for maintenance. No one was injured.